Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image noise occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition autoclavable camera head produced a poor image that looked like ¿a sandstorm.¿ the issue occurred during a procedure but did not result in patient injury. The procedure was not delayed and was completed using a replacement device of the same model number.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a damaged cable contributed to the imaging issue. However, a specific cause of the damaged cable was not established at this time. Olympus will continue to monitor field performance for this device.